Manufacturer narrative:
Section h10: (h3) the evaluation noted that the reason for the revision reported was not provided but was likely the result of wear, loosening, infection, fracture, instability, or patient related factors. (D11) concomitant device(s): optetrak tibial tray (cn: unknown; sn: unknown). Optetrak liner (cn: unknown; sn: unknown).

Manufacturer narrative:
Concomitant medical products: optetrak tibial tray (cn: unknown; sn: unknown); optetrak liner (cn: unknown; sn: unknown). Pending engineering evaluation.

Event description:
Revision of knee components: reason not reported.